Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a webster cs with auto ID and a ez steer navigational ds and the patient experienced asystole and pericardial effusion (cardiac tamponade) that required a pericardiocentesis, drain placement and prolonged hospitalization. They went transeptal, mapped, and "everything was fine". They "pulsed in the left ventricle (lv)" and the patient went asystole. They informed the physician of the change in heart arrhythmia. The physician took the coronary sinus (cs) catheter out of the coronary sinus and placed it in the right ventricle. The physician then started pacing via the cs catheter placed in the right ventricular apex. There was a "slight drop in blood pressure". While the right ventricle (rv) was being paced, the physician delivered pulses via the farawave system to the pulmonary veins and the posterior wall. It was reported that "anesthesia was supporting the blood pressure". The cavotricuspid isthmus (cti) line was completed with the ngen system and an 8mm catheter. Once there was "blockage" the physician performed a routine post procedure swipe using the soundstar catheter and it was noted that there was a pericardial effusion. The physician requested that anesthesia stop "supporting the blood pressure", the patient¿s blood pressure dropped, and they became tachycardic. The physician used the soundstar catheter to measure the effusion. Physician called cardiology for a consult. A pericardiocentesis was performed, 300 cc of fluid was removed, and the drainage tube was left in place. The patient was stable and they would be admitted overnight to the intensive care unit. Patient fully recovered, however, required extended hospitalization. The physician's opinion on the cause of the adverse event was that he was "unsure what caused the perforation". He/she believes it could have happened with pulsing the posterior wall with farapulse or possibly when the webster cs was placed in the rv. Procedural activated clotting time (act) was greater than 350. Total number of pulsed field ablation (pfa) ablations= 44, total number of radiofrequency (rf) ablations= 6. Pfa performed on all pulmonary veins and posterior wall. Rf performed on the cti. There was no evidence of steam pop.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).